Event description:
It was reported that the patient had a shocking or jolting sensation and the symptoms had a sudden onset. The first time occurred on 2015-(B)(6) and the second time was on 2015-(B)(6). The shocking occurred following exposure to a theft detector or security gate a store. The device was turned on during the exposure. The patient was not told of the restriction regarding theft detectors prior to being implanted. The patient spoke to their manufacturer representative about this today. The patient never received the therapy guide. On 2015-(B)(6) the patient started to feel bad and was admitted to the hospital for 4 days as their ¿white count¿ was slightly elevated. The patient¿s therapy was working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0sxxb, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(6).